Manufacturer narrative:
The unit was returned to manufacturer for investigation. Visual inspection revealed that the tubing on the red line was loose and no ring of adhesive around the tubing at the connector was present. Leak testing was not necessary as the tubing was easily separated from the connector. All other connections to the switch were tight. Cardioplegia (cpl) line has high positive pressure so air should not enter this line. However based on event description and information collected up to date, we cannot exclude that a defect of the stopcock might have led to air entrainment. Behavior of the surgeon in operating the aspiration and then delivering the cpl should also be taken into account since by IFU it's mandatory to check for presence of air before delivery of cpl. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova USA has received a report that, during a procedure, air entered in the patient coronary arteries. As reported by the chief perfusionist, cardioplegia was delivered and once done, the vent was applied to decompress the aorta. There was a clamp placed on the switch. Once the vent was turned on, it sucked out the blood of the aortic limb of the switch as it entrained air from somewhere. The surgeon did not notice this and delivered cardioplegia not knowing about the air and pushed air in the coronary arteries. At this point the patient started to have EKG changes. The surgeon then ran more blood to flush out the coronary arteries which did correct the EKG changes back to a normal rhythm. The surgeon did notice that there was a bubbling coming from where the base of the switch. The chief also confirmed the bubbling. The surgeon checked the connection to the stopcock and it was tight, however bubbles still persisted. The surgeon then changed to a different switch and continued the rest of the procedure.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4, h.4 the customer provided the picture of an un-used connector of the same item with lot 2430300021, manufactured on 29/oct/2024 and expiring on 29/oct/2027, UDI (B)(4). H.11. Livanova manufactures the antegrade/retrograde perfusion adapter with or without pressure line. The device has been requested for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova initiated a corrective and preventive action for this issue. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See intial report.